Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The complaint of extension line and luer hub separation was able to be confirmed by the photos. The first photo revealed that the distal hub and extension line were separated and the second photo revealed that the proximal extension line and luer hub were separated. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of extension line and luer hub separation was confirmed by visual inspection of the customer supplied photos. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 28sept2022, that the distal route of a triple lumen catheter broke. Additional information received on 10oct2022 reported that it was the brown catheter port that came loose. No medical intervention was needed. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, that the distal route of a triple lumen catheter broke. Additional information received on 10oct2022 reported that it was the brown catheter port that came loose. No medical intervention was needed. The current patient's condition was reported as fine.